Manufacturer narrative:
The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The data analysis of the logs revealed there were no indication of the failure to confirm the complaint. The console had recently been serviced, on 02/23/2023. Since the console was sent back to the hospital, it had been used for 3 patient support cases (all with cp pumps) without issue. On (B)(6) 2023, a 5.5 pump was implemented for patient support, the support was successfully without any issue, and the pump was explanted on (B)(6) 2023. Through the logs, since last service to when the console was returned, there had been no issue with controller error alarm or the unable to shut down with this console ic1675. Therefore, the issue could not be confirmed. The returned console was inspected and tested without major issue; glucose contamination was found near the purge door but is not related to the complaint. There was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error alarm upon startup. It was reported the alarm was not able to be silenced or powered off, the hard power switch was used to power off the console. This aic was replaced with a backup aic and the procedure was successfully completed. There was no patient harm reported.